Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan results when compared to unspecified readings obtained on competitor meter. As a result, customer experienced legs buckle/tremble, dizzy, sweats, pain in the legs", and was unable to self-treat, requiring third-party treatment of dextrose, apple juice, and glucagon nasal powder (dose unspecified) by a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly. The returned battery was measured to be within specification. The sensor was damaged during de-casing. An extended investigation has been performed for the reported complaint. Performed a visual inspection on the returned sensor, no issues observed. Attempted to extract data from returned sensor, sensor does not read. Performed a visual inspection on the returned sensors pcba, observed that the antenna had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Adc is unable to perform further testing at this time due to damage during de-casing. Therefore this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h6 investigation findings : code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan results when compared to unspecified readings obtained on competitor meter. As a result, customer experienced legs buckle/tremble, dizzy, sweats, pain in the legs", and was unable to self-treat, requiring third-party treatment of dextrose, apple juice, and glucagon nasal powder (dose unspecified) by a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.